Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient developed as skin reaction that consisted of swelling and inflammation five days after the sensor session was started. The patient went to the hospital on (B)(6) 2022 and was provided unspecified oral or IV medication. At the time of the report, the patient stated the affected area was slowly healing but was still visible. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the patient developed as skin reaction that consisted of swelling and inflammation five days after the sensor session was started. The patient went to the hospital on (B)(6) 2022 and was provided unspecified oral or IV medication."

Event description:
On (B)(6) 2022, the patient experienced pain and swelling at the sensor puncture side. He removed the sensor and noted a lump at the puncture site. He went to the hospital the same day, was evaluated, diagnosed with an infection and prescribed an unspecified oral antibiotic.